Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they tried all the different settings and it is only going to a certain number and it doesn't work anymore. The patient said they made a doctor's appointment, but they couldn't give it to them until later on. They are waking up four times a night to use the bathroom. The patient's memory is so bad. The patient is epileptic as well. The patient got the message they are at maximum settings and therapy can't be increased about two weeks ago. The patient went to program 1 and it went all the way down to 0.5 volts. They then went to program 7 and went up to 0.3 volts. After a while it turns off the therapy when switching programs. Patient services told the caller to try to increase the stimulation. The patient got a message that said the system is operating at maximum settings and therapy cannot be increased. Patient services explained the meaning of the message. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.